Event description:
It was reported PICC team had a leaking, fractured PICC with a difficult patient who was in constant movement and PICC had to be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refw2783 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw2783) have been reported from the same facility.

Event description:
It was reported PICC team had a leaking, fractured PICC with a difficult patient who was in constant movement and PICC had to be replaced. Additional information received "the PICC was placed on (B)(6) 2021. That PICC was exchanged d/t fracture (B)(6) 2022."